Manufacturer narrative:
Sample analysis: a visual evaluation revealed that the implant was returned detached from the delivery pusher. The delivery pusher was not returned for evaluation. The attachment monofilament that holds the implant intact with the delivery pusher is visible at the proximal end of the implant. The appearance of the monofilament over the length of the implant is white opaque. This appearance is consistent with over stretching. The coil is extremely stretched. Root cause: it appears that the implant was exposed to a force that exceeded the maximum tensile specification of the attachment tether. However, the entire device was not available for evaluation. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed. It was realized today that our representative became aware of this incident on (B)(6) 2010.

Event description:
It was reported that during advancement of an embolization coil through a microcatheter into an aneurysm, upon repositioning the device, the coil prematurely detached within the microcatheter. The coil was positioned in an unintended location. An intravascular snare was used to remove the coil successfully. No harm was reported.